Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Boot testing was performed and failed due to receiver perpetually rebooting. An attempt to download the log failed due to receiver perpetually rebooting. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.